Manufacturer narrative:
Product event summary: at incoming inspection it was noted that one line in the lower display was missing, that the ventricular connector was damaged and that the battery contacts were contaminated. It did pass its incoming testing on the automated test console. The ventricular connector was replaced, the main board was calibrated and the battery contacts were cleaned. The device passed its final test on the automated test system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a pre-use check it was noted that the external pulse generator had a broken ventricular connector. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.